Event description:
Meter to lab comparisons within 10 min: otp 250 vs 145 lab = 93%, otu 350 vs 145 lab = 128%. Also precision testing done on one touch profile meter within 10 min. 400, 300, 250, 89 = 58%.